Event description:
The manufacturer recieved an allegation that the device showed an error indicating a failure of the internal battery not charging. The device was recieved and evaluated at the manufacturer's service center. The complaint was confirmed. The detachable battery board was replaced to address the issue.